Event description:
This rv lead was explanted and replaced due to high impedances of greater than 3000 ohms. Noise was noted which caused a shock. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 41 cm distal proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the ring electrode was found fractured in the distal end region, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed a deformed svc shock coil, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.